Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device was plugged into the motor drive unit and it would not work. The device was plugged into a second motor drive unit with the same result. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.